Event description:
It was reported that pump experienced malfunction with code malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of new replacement pump under warranty, confirmed shipping details, provided instructions on using storage mode and returning malfunctioning pump within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.